Manufacturer narrative:
H6: investigation summary bd received two 24 gauge angiocath units from lot 8355517 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed slight damage to the adapter. This damage could have contributed to the reported issue of leakage. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that there was a misalignment in one of the machines used to manufacture this device. This misalignment caused the observed damage to the unit. The manufacturing facility has been notified of this incident and the findings. Corrective maintenance was performed. See h10.

Event description:
It was reported that he bd angiocath¿ IV catheter leaked while being flushed after placement. This occurred 2 separate times during use. The following information was provided by the initial reporter, translated from japanese to english: "after catheter placement, the hcp flushed it with saline and then leakage occurred."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that he bd angiocath¿ IV catheter leaked while being flushed after placement. This occurred 2 separate times during use. The following information was provided by the initial reporter, translated from (B)(4) to english: "after catheter placement, the hcp flushed it with saline and then leakage occurred."